Manufacturer narrative:
Investigation is not complete. Trends will be evaluted. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend. The product was not returned.

Event description:
Allegedly the joint didn't stay compressed.